Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: piece of plastic inside vacuutainer tube during analysis of the sample the instrument probe hit something. When sample was checked a bit of plastic sticking out inside the tube was discovered. The instrument probe had hit this. The sample could not be analysed.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: piece of plastic inside vacuutainer tube during analysis of the sample the instrument probe hit something. When sample was checked a bit of plastic sticking out inside the tube was discovered. The instrument probe had hit this. The sample could not be analysed.